Manufacturer narrative:
The manufacturer previously reported information in relation to a simply go mini oxygen concentrator. The device was returned to a third party service center. The service center reports alarms, sieve beds saturated, power connector damaged, dirty filter, leaking, and shipping carton missing. Correction: the device was serviced by a philips field service engineer. Correction to evaluation method code grid.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information in relation to a simply go mini oxygen concentrator. The device was returned to a third party service center. The service center reports alarms, sieve beds saturated, power connector damaged, dirty filter, leaking, and shipping carton missing. There is no report of patient harm / serious injury. There is no report of medical intervention. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information in relation to a simply go mini oxygen concentrator. The device was returned to a third-party service center. The service center reports alarms, sieve beds saturated, power connector damaged, dirty filter, leaking, and shipping carton missing. There is no report of patient harm / serious injury. There is no report of medical intervention. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.